Manufacturer narrative:
(B)(4). Batch # unknown. Device not available for return. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during the mixed hemorrhoid surgery, after fired, noted that half staples deployed on the tissue, some part tissue was cut but no staples. Used suture to over-sew. There were no patient consequences. No additional information can be provided. Missing staples.